Manufacturer narrative:
On (B)(6) 2019, it/is (B)(6) hospital reported the ups for the cns-6201a (pu-621ra sn:690) went out over the weekend. The cns was okay and they got it working but they need to replace the ups. Service requested customer requested to repair the ups. Service performed customer was advised nka does not repair upss. Information provided: a/abce420-11ie power cond/ups/iso, cns9000 980.00. Information on the failed ups was requested however customer had scrapped the ups and the information was no longer available. Investigation result: the cns device warranty began 06/26/14, which is almost 5 years prior to the reported issue. A review of device history found no previously reported issues or servicing of the unit. There was a reported failure of the ups. Information on the ups is not available. If the ups had not been replaced during the lifetime of the cns, this would suggest it is approximately 5 years of age. During this time, factors such as age, use, power issues, and other conditions at the facility can contribute to degradation of the ups. The ups was not returned and no nka evaluation was performed. Condition of the ups is unknown. The ups is a supporting equipment, not a patient monitoring device. It is intended to protect the cns from power failures and surges, however is not needed for the cns to operate as intended, as cns can be plugged into ac power. Customer was able to restore cns functionality after ups failure without nka assistance or servicing. The failed ups was removed from service. There were no further reported issues with this cns. A review of customer's complaints found no other reported issues with ups failing on other devices. Based on the given information, this issue is not suspected to be caused by deficiency of the cns. The cns was operating within specifications. The root cause of the ups failure cannot be confirmed from the information available. The MDR initial was incorrectly drafted. It was drafted against the failed ups. The MDR follow up has been corrected to reflect the 510k system used with the ups. The ups has now been listed in d11. Concomitant medical products to notate that the ups was being used with the cns at the time of the incident. Additional information: b4. Date of this report. D11. Concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F9. Approximate age of device. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G5. PMA/510(k). G7. Type of report. H2. If follow-up, what type? Correction additional information . H4. Device manufacture date. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11. Concomitant medical products: the ups was being used in conjunction with the cns.

Event description:
It was reported that: the ups (3rd party unit) shut off which caused the cns to loose power and shut off unexpectedly. No consequence or impact to the patient.

Manufacturer narrative:
It was reported that: the ups (3rd party unit) shut off which caused the cns to loose power and shut off unexpectedly. No consequence or impact to the patient was reported. Attempts have been made to obtain the ups for investigation; however, the customer indicated that the ups has been scrapped and the information regarding the ups is unavailable. Product code: since the ups is not a medical device unit, it will not have a 510k number or a UDI number. In order to generate the pdf MDR report for this complaint record, nihon kohden added the cns product code instead.

Event description:
It was reported that: the ups (3rd party unit) shut off which caused the cns to loose power and shut off unexpectedly. No consequence or impact to the patient.